Event description:
Twenty minutes into hemodialysis treatment, venous bloodline became disconnected from perm cath. Pt called when felt wet. Pt placed in "t-berg" position on the left side, lines clamped, saline flushes to catheter, pt monitored closely, was stable, was returned to dialysis.